Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical record was received for evaluation. Therefore, the investigation is confirmed for the reported migration, difficult to remove, material deformation and perforation; however, it is inconclusive for reported tilt. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model md800f vena cava filter allegedly experienced migration, difficult to remove, tilt, material deformation and perforation. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) years old male patient weighs (B)(6) lbs.